Event description:
It was reported, that after a facility power outage, the high flow insufflation unit could not be started. The power switch was on, but the front panel did not work. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable cause of the malfunction is a faulty main board in the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that after a facility power outage, the high flow insufflation unit could not be started. The power switch was on, but the front panel did not work. There were no reports of patient involvement.